Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported issue occurred due to an interface board failure but the cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. A connection failure occurred due to wear on the rotary part of the connector on the scope side. In addition to evaluation in b5, the scope side connector pin was crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the videoscope cable had a poor connection. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image due to an interface board failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.